Event description:
Customer reported that her settings are reset every time she changes the battery. She also stated the insulin pump was not retaining her basal rates. Customer's blood glucose was 250 mg/dl. Troubleshooting for high blood glucose did not find any symptoms for high blood glucose. Troubleshooting also found excessive no delivery and signal too low alarms. The customer's insulin pump was replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. An unexpected restart after battery change due to leaky voltage connector interface board. No other alarms noted. Insulin pump had a cracked reservoir tube lip, cracked reservoir tube, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.